Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy functional end to end anastomosis, after connecting the reload to the power handle, the device could not fire. When the reload was replaced with a new one, the device could fire without problem. There was no patient injury.